Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer was instructed to disconnect tubing from site, tighten t:lock, point tubing downward, and deliver 5-unit bolus with explanation that insulin on board would be affected, but customer declined to perform bolus and cause of occlusion could not be determined, and no additional information was received regarding the outcome of the event.